Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death was not provided. The customer's healthcare provider (hcp) did not have any details regarding the customer's death. The county coroner's office did not have any record of this customer. It is unknown if the customer was using the pump at the time of death.